Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, the home patient (hp) stated they had disconnected and reconnected the solution bags. The event occurred during therapy on the home choice (hc). The technical service representative (tsr) explained that it was not sterile to disconnect and reconnect the solution bags. The tsr assisted the hp with ending the therapy. The hp was going to start the therapy over using all new supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.